Event description:
The customer reported a 1 week old mx800 monitor did not alarm for v-tach on a pt who was in continuous v tach since admission.

Manufacturer narrative:
(B)(4). The customer reported a 1 week old mx800 monitor did not alarm for v-tach on a paced pt who was in continuous v tach since admission. A philips field service engineer (fse) was at the customer's site, and found that the monitor was connected to a different pt and the nurse who reported the problem was not on duty. As of this initial report, ((B)(6) 2011) the root cause is unk. The limited available information does not support that there was any malfunction. Philips is in the process of obtaining additional information regarding this event and the complaint is still under investigation. A final conclusion will be made once the investigation is completed.